Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The mother stated that insulin was squirting out during the manual prime process. The customer stated that insulin continued to drip after the motor stops during the manual prime process. The customer was advised that the vial should be on the bottom with the reservoir on top when ready to remove the reservoir from the vial. The customer was advised to check the reservoir volume and did not want to troubleshoot.